Event description:
It was reported that the reservoir volume had recently been changed and changed back to the original prior to updating which caused an erroneous empty and low reservoir alarm to occur. The health care provider adjusted the reservoir volume and cleared the alarms successfully. This device system delivered bupivacaine, ketamine, and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter, product ID 8840, serial# (B)(4), product type programmer, physician.

Manufacturer narrative:
(B)(4)